Manufacturer narrative:
Concomitant medical products - model: dtma1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6)2018 model: 419588, lead; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had developed a pocket infection post a cardiac resynchronization therapy defibrillator (crt-d) device change out procedure with the use of an absorbable antibacterial envelope. The crt-d system will be extracted. No further patient complications have been reported as a result of this event.